Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: case was upgraded to serious incident. Event injury was replaced with event medical device removal. Essure removal details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 857592) inserted for female sterilisation. The patient's medical history included c-section. Concurrent conditions included adenomyosis, paratubal cyst and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left 4 right 2. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: 857592 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 857592) inserted for female sterilisation. The patient's medical history included c-section. Concurrent conditions included adenomyosis, paratubal cyst and endometriosis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: trailing coils: left 4 right 2. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: 857592 most recent follow-up information incorporated above includes: on 23-nov-2020: medical record received. Event medical device removal was updated to pelvic pain. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.